Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device won't reach temperature. No patient injury was reported.

Manufacturer narrative:
Other text: one warmer device was received for investigation. The reported issue was confirmed during functional testing when the device would heat up to 36 degrees celsius before activating an overtemperature alarm. A review of manufacturing device history records found no related discrepancies or anomalies, and the device had not been in for service previously. The root-cause was attributed to user interface. The device components were refurbished and preventative maintenance was performed on the device.